Event description:
It was reported that, "guide locked due to the system of display of the stent. Need to remove the guide". Multiple attempts to obtain clarification of complaint have been unsuccessful. Additional info is not available.